Event description:
Customer reported the screen will intermittently go blank during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened a loose connector. System operates as intended.